Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer called tandem technical support for assistance going through the load process. While going through the load process with tandem technical support, the customer received a minimum fill message after filling the cartridge with 100 units of insulin. There was no impact to the customer's blood glucose level. The contact was able to add additional insulin to the cartridge and resume insulin delivery.